Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture and patient concern with the product.

Event description:
Healthcare professional reported a right side rupture and implant exchange due to patient's concerns of the product. Device remains implanted.

Event description:
Healthcare professional additionally reported "coarse capsular calcification".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device has been explanted.